Event description:
During an atrial septal defect procedure, it was noted that the catheter could not deflect posteriorly when it was inserted in the right atrium, resulting in cancellation of the procedure. The image of the catheter was not clear and was noisy. The catheter was removed from the patient and then reinserted. The connection between the catheter and cim was also checked. At this point, it was decided to stop the procedure without completing placement of the atrial septal defeat device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for complaint evaluation. The catheter deflected in all directions and met specifications for curve shape when actuating the steering mechanisms. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring, or artifacts noted. The catheter met imaging specifications in the deflected and undeflected states. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issue and image quality issue remains unknown.